Event description:
It has been reported to philips that the system failed to boot up successfully. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. As per additional information the system was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the host pc not booting. Review of the system log file the fse confirmed there was no error message seen. The fse checked cables and connectors all are ok. Reset all connections and connectors to host pc. Cleaned hdd selves. Restarted system normally. System working fine. The codes were updated based on the investigation outcome.